Manufacturer narrative:
Corrected data: product analysis: visual and optical examination of the returned rods identified six set screw witness marks (three per rod). One of the three witness marks on the left side rod consistent with incomplete engagement of the set screw-to-rod construct assembly point. Microscopic examination of one of the set screw identified witness marks consistent with partial engagement, and starburst pattern peripheral wear consistent with screw back out. The above observations are consistent with incomplete engagement of the set screw at final tightening, resulting in screw back out.

Manufacturer narrative:
Manufacturer could determine the suspect product but following implants are suspected: lot # 5430030, (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent posterior lumbar inter-body fusion at l4/5 and posterior lumbar fusion at l3/4 on (B)(6) 2013. L3, l4, l5 was fixed with pedicle screws. Post operatively, left side of l3 set screw backed out and rod was deviated. Patient complications were reported as low back pain. On (B)(6), patient underwent revision surgery and products were explanted.